Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery and the popliteal artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, a guidewire, and stents. During the procedure, three stents were overlapped in the popliteal artery and an attempt was made to pass the catrx over the guidewire and through the stents. However, the catrx was unable to advance and was subsequently removed and flushed. During re-advancement, the catrx crossed the stents and the physician began to aspirate in the target vessel. After successful use of the catrx, upon removal, the catheter split in half proximal to the sheath. The physician pulled out the remaining catrx by grabbing onto one centimeter of catrx remaining outside the sheath. The procedure was completed using the same sheath, a non-penumbra stent, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned catrx was kinked at approximately 44.0 cm from the hub. The device was fractured approximately 45.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed a fracture at its mid-shaft and revealed a kink near the fracture. If the catrx is mishandled during the procedure, the catheter may become kinked. Subsequently, manipulation of the kinked catheter may result in the device fracture. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.